Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus¿ test equipment; however, investigation was unable to duplicate the reported complaint. The camera head was tested with a video system and was activated for six hours without any problem. The temperature on the camera head was measured by using a fluke 287 thermometer, and temperature reading was 32-degree celsius, which is a normal temperature. The camera head was producing normal color images but had four small noticeable dead pixels on the monitor. The video cable was flexed and manipulated but the image remained stable. All the switches were responding properly when pressed. The white balance function was performed correctly. Further inspection found that cable was slightly twisted. The coupler base plate was also slightly bent and causing the image slightly off center. However, the device passed the leakage test and ccd is clean and free of condensation. Based on the investigation findings the most likely cause of the reported complaint is that the user could have unintentionally touched the tip of the light guide prong which can become hot after prolonged period of being used. The device instruction manual warns user that ¿if electric power supply is continued for a long time, the camera head can become hot and could cause operator burns. In this case, turn the video system center off immediately.¿

Event description:
Olympus was informed that at the conclusion of a functional endoscopic sinus surgery (fess) procedure, the device became hot and the surgeon sustained minor burns between the fingers as evidenced by the redness and blister. It is unknown whether the burn was medically treated or not.